Event description:
The iab was inserted in the patient's femoral artery. Approximately 3 hours later, blood was seen in the helium tubing. The iab was removed and replaced without any patient complications.